Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product will be returned for evaluation.

Event description:
It was reported that the infusion set was leaking at the headset. It is unknown how many infusion sets were leaking and the location of the leak. The infusion set is not expected to be returned for product evaluation.